Event description:
An implant failed about 4 months after placement. Customer claimed reason to be "mua screw pushed through mua prongs during healing phase, movement led to implant failure.".

Manufacturer narrative:
It was reported that the dental implant had failed. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device is not available for evaluation. The issue is a known inherent risk of the device. We will continue to track and monitor the trend.